Event description:
The son of (B)(6) male pt called zoll customer support to report that gel had deployed from one of the front therapy electrodes. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (front therapy electrode gelled) was confirmed. Upon investigation gel was deployed from the front therapy electrode. The connector pins on the electrode belt's trunk cable connect were bent. The bent pins likely caused gel to deploy from the front therapy electrode. The root cause for the bent pins could not be positively identified, but the damage likely resulted from the electrode belt being connected to the monitor with excessive force. No adverse event resulted from the bent connector pins. The pt was fitted with a replacement electrode belt.